Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for spinal pain and chronic low back pain. It was reported that patient was standing in front of a door and the door slammed and went right into the device. Patient felt pain immediately but stated she is "ok". Patient also stated that she is limping since the door slammed into her yesterday. Patient stated that the pain is back but not as bad as before the device. Patient last charged her ins on (B)(6) 2017 evening and the ins is still at 80%; the ins is not depleting as quickly as it usually does. Patient stated that her device is "always down to 40% the next day and patient is still at 80% so they don't know if it messed anything up inside. Patient further clarified that her ins usually depletes to 40% in 36 hrs. Patient confirmed stimulation is turned on and stimulation is at 4.6 on group a. Patient stated that she only has one group and program. Patient inquired about average battery duration between charging sessions. Patient was redirected to their hcp to have the device checked. No further complications were reported/anticipated.